Event description:
It was reported that during surgery, the "needle" broke and fell into the surgical cavity. Fluoroscopy was required to locate and remove the needle fragment. It was noted that the event prolonged the procedure for an additional hour. There was no report of impact or injury to the patient.

Manufacturer narrative:
The manufactures aware date was initially entered into the manufactures database incorrectly. The correct aware date for this event is (B)(6) 2012.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation by a quality engineer. The product evaluation found that a bone screw system needle was returned with the original outer carton with labeling identifying the product as item #(B)(4) from lot # 0205818703. Also returned was the inner plastic tray and seal. The lot number on the tray matched the outer carton label. The needle was returned in two pieces in a small plastic specimen bottle, clearly labeled as contaminated. There were visible clamping marks on the needle at the site of the break. These pieces were decontaminated in cidex and sent to the failure analysis lab. A scanning electron microscope (sem) / energy dispersive spectroscopy (eds) analysis results showed the needle was made from 400 series stainless steel. The fracture surface showed no material defects. The root cause of the failure was determined to be due to the application of severe bending loads during use. In conclusion, as the needle is used to loop the sutures around the hyoid bone and not intended to go through any bone or dense material, this fracture was the result of use error.